Manufacturer narrative:
(B)(4). The device was manufactured may 8, 2015-may 12, 2015. The device was received for evaluation. Visual inspection noted that the bladder had ruptured. The bladder was examined under a microscope. As a result, a marking located on the interior surface of the bladder was observed near the rupture line. The reported condition was verified. The cause of the rupture was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume folfusor ruptured. This occurred during infusion of 1.5g of gladizim and 240ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.